Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and performed all reader camera adjustments. The fe performed reference image and set brightness from 118 to 116. The customer accepted analyzer operation. Repairs have returned the instrument to expected operation. (B)(4).

Event description:
The customer reported that the provue missed an antibody that was detected in manual gel. No erroneous results were reported.